Manufacturer narrative:
Physio-control field service representative confirmed he initially observed the reported issue, however it could not be recreated. The device was further evaluated by the physio control. The system pcb assembly was replaced as a preventive measure. After the proper device operation was observed through functional and performance testing, device was subsequently returned to the customer for use. The removed system pcb assembly was further evaluated in the product analysis center (pac). Pac unable to reproduce the reported issue of the device not completing boot up cycle. The root cause could not be determined.

Event description:
The customer contacted physio control to report that their device would not complete its boot up cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
A physio control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device would not complete its boot up cycle. There was no patient use associated with the reported event.